Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced syncopal episodes. It was also reported that the right ventricular lead had high threshold and was fractured. The lead was capped and was replaced with a new lead. No further patient complications have been reported as a result of this event.